Event description:
Indication: other common variable immunodeficiencies. Unsolicited communication from patient who reported defective freedom 60 infusion pump, put syringe in, and pump broke, ejected syringe. Now pump won't maintain any tension, can't deliver the medication. Pump was replaced. No further information/details provided. Unknown if md aware. Patient had to discard dose, so patient did miss the dose. No adverse event reported. Defective product is not available at this time. Serial number not available. Reported to (B)(6) by: patient/caregiver.